Event description:
On (B)(6) 2019, burn to eyes, repeat offense, with proper use of product. Waited over 2x manufacturer recommended ¿safe¿ time. Saline needed to prevent further corneal damage. Thirty min episode, could not remove lenses. On (B)(6) 2019 at 1330, my eyes were burned for the 3rd time, in the past approximately 3 months. I called the alcon company on (B)(6) 2019 at 1330, where a lady took my info and put me on hold that never ended, until I hit a voice mailbox.. Called 2x more to no avail. I learned exactly how to use this product in my pharmd courses. They have defective neutralization of h2o2. I took my contacts out on (B)(6) 2019 at 2200 and attempted to input them (B)(6) 2019 at 1330. The recommended time to neutralization is 6 hours. I waited over 12 hours. This is a contact lens case that was opened 2 weeks ago. Look at (B)(6) reviews, look on (B)(6) reviews, tons of people have had eye damage, often irreversible. It is extremely irresponsible to have this defective product as otc. Also, insane to sell 2 bottles and 1 case. The case is ineffective by 2nd bottle. I saw an eye dr and have a headache from (B)(6). Frequency qd, route od. Reason for use, contacts- eye. Is this product compounded? No. Is this product over the counter? Yes.